Event description:
Note on bed said broken side rail. Left intermediate side rail would not latch.

Manufacturer narrative:
After troubleshooting bed, tech found that the lower d-pin on left intermediate side rail was slightly bent and was replaced. Spring inside left intermediate side rail was missing. A new spring was inserted. Left intermediate side rail now latches fine. No other problems were found with this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.